Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer blood glucose level was 210 mg/dl at the time of incident. The customer also mentioned other blood glucose value such as 86 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with the syringe. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because they still had high blood glucose because of insulin pump. The drive support cap appears normal. The customer declined to test insulin pump. The insulin pump will be and reservoir will not returned for analysis.